Manufacturer narrative:
A positive blood culture from an aerobic bottle was tested according to the IFU (instructions for use) and gave a negative result. However, culture on an agar plate showed a methicillin-sensitive staphylococcus aureus (mssa). The staphylococcus protein a and staphylococcal chromosomal cassette targets gave a CT value of 0, endogenous dna fragments (edf) = 0, while the mec CT value was 16.2. The anaerobic bottle collected at the same time showed a coagulase-negative staphylococcus (cons), whose methicillin susceptibility was not assessed. This isolate was not stored. The patient was hospitalized for a long time in the ICU (intensive care unit) and the blood culture was collected as part of the local procedure of weekly monitoring of patients with a central venous catheter. The impact was a delayed anti-staphylococcal therapy that was initiated with a 24-hour delay. Ten days after the event, the patient is still hospitalized in the ICU without worsening of his situation. The physician acknowledged that the result did not impact the outcome nor the management of the patient. The mssa could be a spa variant, and the mec could come from the cons. However, when the lab tested this mssa isolate with xpert mrsa/sa bc, the result was mssa positive, with spa detected, mec = 0, scc = 0. Therefore, the most probable root cause is a contamination of the culture in agar plate and the xpert mrsa/sa bc result was correct i.e. A true negative. No malfunction was detected on the xpert mrsa/sa bc lot 20902 which gave correct results (all negative). Therefore, this case is deemed not reportable. All annex codes have been updated to reflect the completion of the investigation.

Event description:
On (B)(6) 2025, a sample was collected from a patient at (B)(6), using a biomérieux bact/alert sa (staphylococcus aureus) standard aerobic flask from a catheter. On (B)(6) 2025, the culture tested positive after 18.8 hours of incubation. The aerobic flask was removed from the incubator 30 minutes later, and a gram stain revealed clusters of gram-positive cocci. On the same day, the xpert mrsa/sa bc (methicillin-resistant staphylococcus aureus/staphylococcus aureus blood culture) test (lot: 20902) was performed, yielding a result of mrsa negative and sa negative, with analytes spc (sample processing control), spa (staphylococcus protein a), and scc (staphylococcal chromosomal cassette) CT (cycle threshold) values = 0, and mec (methicillin resistance gene) CT value = 16.2. Despite the negative result, the culture on blood agar identified staphylococcus aureus methicillin-sensitive (mssa). The xpert mrsa/sa bc test result was communicated to the doctor, resulting in a 24-hour delay in starting the patient on oxacillin treatment. The patient, who had been hospitalized in the ICU (intensive care unit) for an extended period without antibiotic treatment, was monitored weekly for blood cultures as part of the local procedure. The spa and scc targets had CT=0, edf (endogenous dna fragments) = 0, while mec CT was 16.2. The anaerobic bottle collected simultaneously showed coagulase-negative staphylococcus (cons), whose methicillin susceptibility was not assessed. This isolate was not stored. The delayed anti-staphylococcal therapy did not worsen the patient's situation, and the physician confirmed that the result did not impact the patient's outcome or management. The patient remained hospitalized in the ICU ten days after the event. This discrepant result was reported by practitioner to cepheid on (B)(6) 2025.

Manufacturer narrative:
A positive blood culture from an aerobic bottle was tested according to the IFU (instructions for use) and gave a negative result. However, culture on an agar plate showed a methicillin-sensitive staphylococcus aureus (mssa). The staphylococcus protein a and staphylococcal chromosomal cassette targets gave a CT value of 0, endogenous dna fragments (edf) = 0, while the mec CT value was 16.2. The anaerobic bottle collected at the same time showed a coagulase-negative staphylococcus,whose methicillin susceptibility was not assessed. This isolate was not stored. The likely root cause is uncertain. The mssa could be a spa variant, and the mec could come from the cons. However, when the lab tested this mssa isolate with xpert mrsa/sa bc (methicillin-resistant staphylococcus aureus/staphylococcus aureus blood culture), spa was detected, mec = 0, scc = 0. The patient was hospitalized for a long time in the ICU (intensive care unit) and the blood culture was collected as part of the local procedure of weekly monitoring of patients with a central venous catheter. The impact was a delayed anti-staphylococcal therapy that was initiated with a 24-hour delay. Ten days after the event, the patient is still hospitalized in the ICU without worsening of his situation. The physician acknowledged that the result did not impact the outcome nor the management of the patient. In section b1 'product problem' and section h3 'malfunction' were selected as these sections are required for submission. However, there is not enough information at this time to make a determination. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert mrsa/sa bc test and the unavailability of that product lot to be returned to cepheid. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed.